Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 427 mg/dl at time of incident and current blood glucose level was 200 mg/dl. Customer assisted with troubleshooting. Customer did not used auto mode feature. The device will not be returned for analysis.